Manufacturer narrative:
Zimvie complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's implant at tooth site #3 was restored at another office in 2019. The implant crown and screw became loose and another dentist at the office was able to tighten it.